Event description:
A 20 mm diameter x 12 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 17 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 185 mm. Aneurysm and vessel morphology are unknown. It was reported that the left hypogastric artery was covered when the bifurcated device was pulled down during runner retraction. The aneurysm neck was reported to be long and the physician pulled the runners too quickly. Two aortic cuffs were placed proximally to ensure an adequate seal. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.